Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access hstni reagent was not returned for investigation. No hardware errors or other assay issues were reported in conjunction with this incident. System performance indicators such as system check, quality control and calibration were passing within specifications at the time of the event. No other assay results were called into question. There is no indication of carryover as the customer did not report obtaining high hstni sample results prior to obtaining the questioned results. The beckman coulter hstni results are concordant with the abbott alinity hstni results. The roche cobas assay measures the hs troponin t, the beckman hstni and the roche hstnt should not be compared. Furthermore, the local support stated the roche cobas cut off is 14 pg/ml, and the roche cobas results were all above this cut off. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2023 the customer reported questioned hstni patient results (access high sensitivity troponin I, part number b52699, lot number 234715) were generated on the customer's dxi (unicel dxi 600 access immunoassay analyzer, part number a30260 and serial number (B)(4)) on (B)(6) 2023. The hstni result was released from the laboratory. The customer reported that the patient was transferred to another hospital where the patient then underwent a cardiac angiography procedure. It is unknown whether a dye injection was performed. The customer stated the patient clinical file included myocardial infarctions. Results are as follows: all testing occurred on customer's dxi: date, patient/sample, results (pg/ml): on (B)(6) 2023, 1/1, 40.6; on (B)(6) 2023, 1/2, 79.4; on (B)(6) 2023, 1/3, 108.2; on (B)(6) 2023, 1/4, 72.5. The customer retested patient samples 2, 3 and 4 on (B)(6) 2023 and obtained results as follows: 110.3 pg/ml, 78.8 pg/ml and 62.8 pg/ml, respectively. The customer also tested patient samples on the roche cobas instrument using the hstnt assay and obtained the following results: 21.3 pg/ml, 21.7 pg/ml and 20.7 pg/ml, respectively. The local support stated the hstnt result obtained at another hospital on a cobas pro roche analyzer was around 20 pg/ml on (B)(6) 2023 (cutoff at 14 pg/ml). On (B)(6) 2023 the local support provided repeat sample results obtained on an abbott alinity instrument with the hstni assay for patient samples 2, 3 and 4: 73.6 pg/ml, 123.1 pg/ml and 61.4 pg/ml, respectively. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. The customer did not note any issues or concerns with potential carryover for this event. The customer used sarstedt serum sample tubes 4.9 ml without gel. The s-monovettes tubes contain plastic beads that are coated with a clotting activator (silicate). Recommended clotting time for this sample tube is 20-30 min (based on sarstedt data). The customer¿s centrifuge settings were 10 minutes at 4000 (no unit provided). The customer stated that patient¿s samples are handling and processing in proper manner to minimize the effect of preanalytical factors.